Event description:
It was reported that while using adaptive stimulation, the stimulation did not decrease when the patient repositioned from upright to lying on their back or right side. The implantable neurostimulator (ins) was adjusted and the orientations were reset, but the issue was not resolved. The programmer showed the correctly programmed stimulation and position values, but when the patient moved to the lying position, she felt the same stimulation as the upright position, even though the lying stimulation was set to 0 v. The patient also indicated stimulation stopped sometimes when she was lying back and pressed strongly on her back. It was noted that the patient was able to distinguish when stimulation was on or off at other positions. Because the issue was not resolved, the adaptive stimulation feature was turned off. Additional information has been requested. A follow up report will be sent if more information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated the hcp met with the patient. The hcp informed the patient that stimulation data was reviewed and it was believed that the stimulation sensation was caused by something else. The hcp stated the implant location or "mental instability" may have also caused the problem. Counseling and rehabilitation were recommended. The patient indicated they wanted the entire system explanted if the unpleasant stimulation continued. The patient would decide whether to explant or continue with treatment at the next appointment. Stimulation was not adjusted at the appointment because the patient did not request any reprogramming. It was noted that the patient was in extreme pain due to the stimulation issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).